Event description:
On (B)(6) 2009, patient reported she is currently on her backup infusion device because she was pushed in a pool 10 days ago and her infusion device is filled with water. Patient states she was completely submerged in the pool and states the infusion device is still filled with water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.